Manufacturer narrative:
B5 describe event or problem: additional information h3 other text : implanted.

Event description:
Flexibility study. It was reported device thrombus occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman flx laa closure device was successfully implanted with a complete laa seal and no evidence of thrombus. Prior to the index procedure, enoxaparin (4000 iu) was administered. On (B)(6) 2019, aspirin (100 mg) and clopidogrel (75 mg) were started on (B)(6) 2019, the patient presented for follow up. A transesophageal echocardiogram (tee) revealed complete laa seal with pedunculated non-mobile thrombus with maximum area of 1.5 cm2 on the atrial facing surface of the device. On the same day, clopidogrel (75 mg) was discontinued and apixaban (5 mg) was started in response to the event. It was further reported that on (B)(6) 2019, tee prior to index procedure showed no evidence of intracardiac thrombi, atrial septal defect and no evidence of laa thrombus. The next day echocardiography revealed, no pericardial effusion, implanted laa closure device presumably in orthotopic position in the apical 2-chamber view. Tte was performed which revealed: no indication of intracardiac thrombi. On (B)(6) 2020, follow up tee revealed markedly regressive thrombus on the device, approximately 10 x 3 mm, with no indication of gap. No evidence of thrombotic material in heart cavities and massive atheromatous changes of the thoracic descending aorta was seen. Minor as/ai of 1st degree, mi of 1st degree and ti of 1st to 2nd degree. It was further reported that additional core lab tee assessment (B)(6) 2020 revealed complete laa seal with laminar non-mobile thrombus on the atrial facing surface of the watchman flx device with maximum area of 2.4 cm2, however no thrombus in left atrium. On (B)(6) 2020, annual follow up tee assessment revealed complete laa seal with laminar non-mobile thrombus with maximum area of 2.7 cm2 on the atrial facing surface of the watchman flx device, however no thrombus in left atrium.

Event description:
(B)(6) study. It was reported device thrombus occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman flx laa closure device was successfully implanted with a complete laa seal and no evidence of thrombus. Prior to the index procedure, enoxaparin (4000 iu) was administered. On (B)(6) 2019, aspirin (100 mg) and clopidogrel (75 mg) were started on (B)(6) 2019, the patient presented for follow up. A transesophageal echocardiogram (tee) revealed complete laa seal with pedunculated non-mobile thrombus with maximum area of 1.5 cm2 on the atrial facing surface of the device. On the same day, clopidogrel (75 mg) was discontinued and apixaban (5 mg) was started in response to the event.

Event description:
Flexibility study it was reported device thrombus occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman flx laa closure device was successfully implanted with a complete laa seal and no evidence of thrombus. Prior to the index procedure, enoxaparin (4000 iu) was administered. On (B)(6) 2019, aspirin (100 mg) and clopidogrel (75 mg) were started on (B)(6) 2019, the patient presented for follow up. A transesophageal echocardiogram (tee) revealed complete laa seal with pedunculated non-mobile thrombus with maximum area of 1.5 cm2 on the atrial facing surface of the device. On the same day, clopidogrel (75 mg) was discontinued and apixaban (5 mg) was started in response to the event. It was further reported that on (B)(6) 2019, tee prior to index procedure showed no evidence of intracardiac thrombi, atrial septal defect and no evidence of laa thrombus. The next day echocardiography revealed, no pericardial effusion, implanted laa closure device presumably in orthotopic position in the apical 2-chamber view. Tte was performed which revealed: no indication of intracardiac thrombi. On (B)(6) 2020, follow up tee revealed markedly regressive thrombus on the device, approximately 10 x 3 mm, with no indication of gap. No evidence of thrombotic material in heart cavities and massive atheromatous changes of the thoracic descending aorta was seen. Minor as/ai of 1st degree, mi of 1st degree and ti of 1st to 2nd degree.